Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia procedure. The balloon did not inflate. The balloon was distorted or an unusual shape. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, opened another device. There was no patient harm. The patient outcome is alive, no injury.